Manufacturer narrative:
(B)(6). Batch # l5407p. Pan, drivers, cartridge, one piece sled. Conclusion: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired and the left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Additionally the cartridge pan was received dislodged from the reload. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: to clarify: did the device deliver any staples? Yes, the device delivered staples. If yes, did the staples form in the proper b form shape? The staples did not form in the proper b shape. They did not form any shape. They stayed completely opened.

Event description:
It was reported that during a sleeve gastrectomy procedure, a clamp device was used with the black reload charger. At the first stapling sequence (first black reload charger), the stomach was cut but the staple line was not formed. The surgeon used a new charger at the level of the stomach that had been cut but not stapled. This time, stapling and cut functioned properly. The surgeon still reinforced the new staple line with the realization of a suture. There were no adverse consequences for the patient reported.